Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking of an escape¿ stone retrieval basket, the device's inner package was slit through. It is unknown if the sterility of the package was compromised. Reportedly, the brown lining inside the shipping box was displaced to the side. There was no patient or procedure involved.

Manufacturer narrative:
Visual analysis of the returned device found that an attempt to open the pouch was performed leading up to the seal. The pouch was still sealed and sterility was not compromised. The evaluation revealed that sterility was not compromised. During manufacturing, devices were inspected to ensure that all finished devices meet specifications. Most likely, the user is dissatisfied with the function, performance, or appearance of the product. Therefore, the root cause is user preference issue. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that during unpacking of an escape stone retrieval basket, the device's inner package was slit through. It is unknown if the sterility of the package was compromised. Reportedly, the brown lining inside the shipping box was displaced to the side. There was no patient or procedure involved.